Event description:
It was reported by service report that there was a cracked siderail with missing plastic pieces. It was further reported that there was a cracked footboard module. No adverse consequences have been reported.

Manufacturer narrative:
Results: cracked footboard module. Conclusion: the field technician reported that the facility was using a mattress mfg by another company on the bed, and the mattress had air hoses that were getting caught on the siderail, causing the damage reported herein.